Manufacturer narrative:
Device 3 of 10. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product dealer to the product territory manager that the skin barrier starter hole was "off centered". A photograph was submitted by the complainant depicting the reported complaint issue. The product was not used by an end user, no harm reported.